Manufacturer narrative:
(B)(4).

Event description:
It was reported that lead dislodgement seen via fluoroscopy and no capture issue was observed on the ra lead. Lead has been previously dislodged. Lead was explanted and a new lead was implanted. Patient was stable post procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.